Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an occlusion issue. There was no additional information available regarding this complaint. Attempts were made by customer technical support to contact the reporter for follow-up with no success. This complaint is being reported because the reported issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.